Event description:
It was reported that during a cryo ablation procedure, the balloon catheter buckled when forward pressure was applied and the luer was broken. It was also reported that the sheath handle had separation near the valve. When the balloon catheter was replaced, microbubbles were observed in the side port of the sheath and the sheath was aspirated. The case was changed to radiofrequency (rf) and was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 19204 and images were returned and analyzed. Three pictures were received. The first and second pictures display snapshots from an imaginary screen, where a slightly bent guidewire lumen of the balloon catheter is visible. The third image showed the separated blue and white parts of the handle of the sheath. The serial/lot number of the product cannot be identified through the image. Visual inspection of the shaft segment was performed. No anomalies were identified on the shaft segment. The shaft is intact with no apparent issue. External visual inspection of the electrical handle segment showed a broken guidewire luer. The luer was broken at the tip. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for six applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. All pressure and flow values were within range, and temperature curve had no oscillation or overshoot. During inflation and ablation, the guidewire lumen inside the balloon segment appeared to be kinked. The balloon catheter was inserted into the balloon sleeve when the vacuum was applied, then pushed into the sheath, the flush and aspiration were also performed and retracted to the sleeve without any issue. No anomalies were identified on the balloons bonding and the shaft. The outer diameter of proximal and distal bond of the outer balloon to shaft segment was 0.151 inches and 0.155 inches which is less than specification. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft reacted as initially intended. No kinks were identified on the shaft. After dissection, the pull wires were also intact. In conclusion, the balloon catheter failed the returned product inspection due to a broken guidewire luer, and a kink/twist on the guidewire lumen. However, the reported "shaft defect" issue was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 12fcc20 (0012242031); product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter buckled when forward pressure was applied and the luer was broken. It was also reported that the sheath handle had separation near the valve. It was surmised that the handle separation caused an air ingress. Despite the issues, the case was completed with cryo. No patient complications have been reported as a result of this event.